Manufacturer narrative:
Checking the manufacturing charts of the lot numbers involved in the event, no pre-existing anomaly was discovered in the items belonging the same lot numbers as the components involved in the complaint. We will submit a final MDR as soon as the investigation is complete.

Event description:
Elbow revision surgery due to dislocation performed on (B)(6) 2025. The following components were involved in the event: ulnar body large right + screw (part code: 1552.14.021, lot number: 2228604, sterilization 2300072). Ulnar liner - large right (part code: 1560.50.021, lot number: 24at3t6, sterilization 2400221). Cmd 24-1157 humeral stem (part code: 9617.25.31x, lot number: 2433650, sterilization 2400265). Cmd 24-1157 ulnar implant (part code: 9617.25.31y, lot number: 2436134, sterilization 2400278). Cmd 24-1157 humeral implant (part code: 9617.p9.00d, lot number: 2433653, sterilization 2400268). The implant dissociated and was pressing on the humeral skin, so the surgeon performed an implant reduction. No implants were needed or used. The surgeon may want to link with axle when it becomes available, but he is not sure at this time. Previous surgery took place on (B)(6) 2025. The event happened in the united states.